Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed. Upon received, the device was detected in backup vvi mode due to a power on reset. The device image was corrupted and it was unable to determine the cause of the power on reset. The device was tested on the bench and on automated test equipment. All low voltage device functions were normal. The cause of the output anomaly was undetermined.

Event description:
It was reported that the device shock was ineffective. The physician tested the shock a second time, but no shock was delivered due to an error in the circuit of the device. The physician attributed the issue to a defective rv lead. The device was not implanted.